Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR inadvertently report an incorrect patient age. Date of event, corrected data: previously submitted MDR inadvertently report an incorrect event date.

Event description:
During review of programming history on (B)(6) 2013, it was noted that a series of interrupted system diagnostic tests occurred that caused an unintended change in device settings. The settings were not corrected prior to the patient leaving the appointment. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.